Event description:
Additional information received identified following a procedure the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the invalid impedances were observed on one of the lead and the lead was not working. As a result, the alleged lead was explanted and replaced with another model. The patient received two leads with a same lot number.